Event description:
It was reported that the right atrial lead had high thresholds. The lead was cut and partially explanted. The lead was not replaced as the patient had chronic atrial fibrillation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.